Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set was not sticking. Blood glucose value was 440 mg/dl at the time of the incident. The customer had no medical attention and treated with the insulin pump and manual injections. Troubleshooting was performed and nothing will be replaced due to the customer insisting nothing be replaced or returned.